Event description:
The mentor analysis lab received an unknown textured gel breast implant prosthesis on (B)(6) 2024. The return of a device in this manner is characteristic of a removal and replacement surgery. No information was provided regarding a second device related to this patient/case. As such, the information is being reported conservatively. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
The product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the siltex gel breast implant was found to have a tear on the anterior view, measuring approximately 0.2 cm. Additionally, the tear was found within an area of siltex cracking. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: insufficient information. Refer to manufacturing report number 1645337-2023-15096 for the complaint product event. Manufacturer¿s reference number: (B)(4).